Manufacturer narrative:
Per additional information the patient had central ai although the severity was unknown.

Manufacturer narrative:
Correction to b5 event description. Per engineering review the central regurgitation was determined to be due to valvular degeneration not valve stenosis. The clinical code was corrected from valve stenosis to central aortic regurgitation. The investigation remains ongoing.

Event description:
The patient was reported to have central aortic insufficiency, however the severity was unknown. The patient had normal expected degeneration.

Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years post valve implant could not be confirmed, but may be related to the patients comorbidities and or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, eight years post implant of a sapien valve in the aortic position via transfemoral approach the patient was reported to have stenosis. A 23 mm sapien 3 ultra valve was implanted valve in valve. The patient was doing well post procedure. Per medical opinion, this was not an early failure of the fail and the primary mode of failure was stenosis.